Event description:
A hole was rubbed in the inner packaging by the device. The device was flashed as a precaution and implanted without incident. There was no adverse consequence for the patient.

Manufacturer narrative:
Summary of evaluation: evaluation results suggest that the condition of the inner blister would be a result of rough handling during transit of this product.